Event description:
Attorney originally reported pt's alleged pain, fluid build up and mesh explant, due to defective mesh. Per provided medical records: (B) (6) 2006 - pt. Underwent repair of umbilical incision hernia with small round composix kugel patch. Patch was anchored at the 12, 3, 6, and 9 o'clock with through and through 0 ethibond sutures. On (B) (6) 2008 - during an office visit the pt complaint of chronic pain at the site of the previously recurrent umbilical hernia repair repaired with the composix kugel patch. The visit notes state that the pt is aware of the recall of the patches and desires to have the patch removed. On (B) (6) 2008 - pt underwent surgical procedures to have mesh explanted. Finding at surgery includes omentum adherent underneath the umbilicus and incarceration of omental tissue and a small hernia detected alongside the previously placed composix kugel patch, which was crumpled to a diameter of approx. 3-9 cm from an original diameter of approx. 9 cm. On (B) (6) 2008 - pathology report gross description indicates ... In the center, there is artificial material measuring about 35 x 35 which somewhat resembles mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the provided medical records, the pt developed a recurrent hernia next to the previously placed implanted mesh. Additional, due to the composix kugel recall the patient requested removal of the previously implanted mesh. The explant operative report indicates that the mesh was "crumpled contracted." Some contraction of the mesh is unremarkable, but without eval we are unable to draw any conclusion related to the reported condition. No ring issue was indicated in the reported event or the provided medical records. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B) (4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received.